Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Initially a store contact lens manager reported that a consumer experienced a corneal ulcer after trying on trial contact lenses and received treatment. However, the details of the treatment are not known and it was unclear whether the corneal ulcer was caused by the contact lenses. The current condition of the consumer's eye was unknown at the time of the report. Additional information has been requested but has not yet been received.

Manufacturer narrative:
H3, h6: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer's internal reference number is: (B)(4).